Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of audio at the information center. No patient harm was reported.